Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
A complainant reported a 70 year old female patient was implanted with an impella cp for mechanical circulatory support due to acute myocardial infarction/cardiogenic shock. While on support, the pump experienced optical signal issues. The device was explanted. No additional information was provided.